Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer pocket failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer worked user over the phone to obtain the keys and manually open the drawer. The fse turned off the device and allowed it to sit for 10 minutes. After the wait, closed the drawer and powered the devices back on. Following this, the pockets came back online on the bus, with only the drawer requiring recovery. The drawer was successfully recovered. Then guided user to inventory the medications that were previously off the bus, and all were confirmed to be functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.